Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 12:323 was confirmed during review of the event history log by a quality engineer. However, the assignable cause was not identified. No repairs were performed for the reported condition. Additional information: the user interface module software version is 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error 12:323; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.